Event description:
Reportedly, the instrument did not fire staples; however, the handle was squeezed twice and locked as though it had fired. The surgeon then transected the stomach and released the locked handle, no staples were applied. The instrument was fired properly off the sterile field. Procedure: gastric bypass. Patient sex: unk.